Manufacturer narrative:
Correction: h6, h10 plant investigation: based on the provided video, the leak was able to be confirmed. Potential causes of header leaks include damage to the threads, cracked header caps, polyurethane (pu) build up on the threads causing torque not to be met, a pu sliver under the o-ring, or a damaged o-ring. The probable causes for these failures to occur may include rough handling (causing cracks or physical damage), and anomalies during the manufacturing process such as incorrect potting ratios or incorrect placement of a dialyzer in the carousel. The provided photograph/video indicates that an external header leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. Therefore, the cause for the reported failure could not be established.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was reported that the leak was discovered in the venous end of the dialyzer. The machine did not alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was reported that the leak was discovered in the venous end of the dialyzer. The machine did not alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was reported that the leak was discovered in the venous end of the dialyzer. The machine did not alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photograph and a four-second video clip were provided. Both the photograph and the video show a dialyzer connected to the machine for treatment and there is blood collecting on the rim of the header cap and dripping to the floor. There was no damage visible indicating the cause of the external leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak and was not confirmed with a provided photograph (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.